Event description:
The customer reported that their central nurse's station (cns) did not alarm for o2 until the vitals dropped to 84. The customer also reported that the parameters were set to alarm at 87.

Manufacturer narrative:
Details of complaint: on (B)(6) 2019, the customer at (B)(6) center reported the following issue with a pu-681ra; sn-ni: issues with the o2 not alarming at lower limit. Investigation summary: the root cause of the issue was determined to be user error /lack of user knowledge regarding nk cns functionality. The overall risk of this event, taking into consideration of severity and probability, is "medium". The reported issue does not require further investigation through CAPA process since the issue was user triggered and not nk device malfunction. The following fields are not applicable (na) to the MDR report: d4 lot number & expiration. G4 device bla number. The following fields contain no information (ni), as attempts to obtain information were made but not provided: d4 serial number. F9 approximate age of the device. No serial number was provided, so the age of the device is unknown. H4 device manufacturer date. Additional model information: d10: a transmitter was used in conjunction with the cns. Attempts to obtain the following information were made, but not provided: transmitter. Model: zm-531pa. S/n: ni. Approximate age of the device: ni. No serial number was provided, so the age of the device is unknown. Device manufacturer date: ni. Unique identifier (UDI)#: (B)(4).

Manufacturer narrative:
The customer reported that their central nurse's station (cns) did not alarm for o2 until the vitals dropped to 84. The customer also reported that the parameters were set to alarm at 87. Attempts to obtain further information were made, but not provided. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. The following fields contain no information (ni), as attempts to obtain information were made but not provided: serial number. Approximate age of the device. No serial number was provided, so the age of the device is unknown. Device manufacturer date. A transmitter was used in conjunction with the cns. Attempts to obtain the following information were made, but not provided: transmitter - model: zm-531pa, s/n: ni, approximate age of the device: ni. No serial number was provided, so the age of the device is unknown. Device manufacturer date: n,I unique identifier (UDI) #: (B)(4).

Event description:
The customer reported that their central nurse's station (cns) did not alarm for o2 until the vitals dropped to 84. The customer also reported that the parameters were set to alarm at 87.